Event description:
Per the clinic, the patient experienced a sudden performance decrement and pain resulting in the decision to explant the device. The device was explanted (B)(6), 2010, and the patient was reimplanted with a new device during the same surgery.

Event description:
Caller reported compact plus blood glucose results from (B)(4) 2010 at 22:15 0.8 mmol/l and 6.5 mmol/l 5 minutes later. Reported a second, separate comparison of blood glucose results from 11/13/10 at 11:15 0.8 mmol/l and 6.5 mmol/l 5 minutes later. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips.

Manufacturer narrative:
The event occurred in (B)(6).